Event description:
I'm (B)(6) saturday (B)(6); I went through a supracor lasik surgery. Till today (thursday (B)(6)), I have problems in vision, things are not clear for both eyes (one eye is strong in the near, and the other is strong in the far). I still can not drive my car at night.